Event description:
This is the same event and the same patient reported under MDR ID#2939859-2002-00081. This is the first MDR submitted for the first suspect product. After injection with two formulations of bovine collagen the patient developed symptoms of hypersensitivity at all injection sites. Physician is treating with oral benadryl and medrol dosepack: and topical protopic.